Manufacturer narrative:
There were no malfunctions of an ion system, instrument, or accessory. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of severe emphysema. The lesion was 11mm in size and located in the left upper lobe (medial). Per the physician, the nodule was very peripheral - almost close to the pericardium. The physician reported that when attempting to wedge the catheter in, the catheter probably went too close to the pleura. The procedure was aborted because a pneumothorax occurred during registration before any tools were used. A 14 french chest tube was immediately placed. The patient was hospitalized for a total of 2 days then discharged home in stable condition. Per the physician, there were no malfunctions of an ion system, instrument, or accessory.